Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Analyst commented, the lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during placement of the lead and after the second re-positioning, the tip was blocked inside the lead. The physician test it on the table and the tip finally went out "suddenly". After cleaning the tip carefully, the physician tried to implant the lead, again without success. The tip was blocked and the lead was turning (dislodged) during attempt to unlock the tip. The rv lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.